Manufacturer narrative:
Add'l info has been requested. Subject device is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned, a device history records review has been requested.

Event description:
During a ria procedure, surgeon reamed the femur checked the filter, and discovered there was no plug in the filter and all graft was lost. Surgeon going to 13 to 14 reamer head and re-reaming femur to complete.